Event description:
It was reported to boston scientific corporation on january 7, 2009, that a corflo cubby low profile gastrostomy device was used during a replacement procedure performed in 2008. According to the complainant, the locking adapter of the device was broken within a month. The procedure was completed with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the expiration date and device manufacture date are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be field.